Event description:
The customer reported that after three hours of normal procedure, the alarm "increased high pressure in centrifuge" occurred and blood was found inside the centrifuge. The procedure was ended. Patient's age, sex and weight are not available at this time. (B)(4). The disposable set is not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the technician investigated the optia machine on (B)(4) 2012 and found no issues with the machine. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the twisting of the kit, detaching from the locking collar and the leak include but are not limited to a misloaded filler latch, misloaded upper collar, and/or disposable manufacturing error.

Event description:
The customer did not provide the patient's age.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation: the device history records were reviewed for this lot. There were no issues found in the DHR that would have contributed to what the customer experienced. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4).